Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). It was asked, but the date of the event is not known. This medwatch will cover ft4. Refer to the medwatch with patient identifier (B)(6) for information referring to tsh. Refer to the medwatch with patient identifier (B)(6) for information referring to ft3. The sample was initially tested at the customer site on an e602 analyzer and then repeated on a centaur analyzer. During investigations, the patient sample was tested on an e170 analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The result values obtained during the investigation were provided to the customer. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 180539, with an expiration date of october 2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 180539, with an expiration date of october 2015.

Manufacturer narrative:
The patient sample was provided for investigation. Investigations have determined that the erroneous ft4 results were caused by an interfering factor to streptavidin present in the sample. This interference is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).